Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited suspected loss of capture. It was also noted that the implantable pulse generator (ipg) is incorrect. Both the ra lead and ipg remain in use. No patient complications have been reported as a result of this event.